Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Image loss during operation while using a rubina tower. Black screen requiring a system reboot. On-site intervention. The tests carried out suggest that the issue originates from either the tc201 or the tc304". No negative impact in state of health reported. Cross reference MDR 9610617-2026-970 cross reference MDR 9610617-2026-971 cross reference MDR 9610617-2026-973.